Event description:
It was reported the end user on (B)(6), 2014, noted on external perimeter where adhesive touched the skin started to have discolored pink skin. By (B)(6), 2014 all of the skin where adhesive touched was red and raised and itchy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user had right total knee replacement performed on (B)(6), 2014 and dressing placed in the operating room (or). Dressing was removed on (B)(6), 2014 by peeling dressing off. End user states unsure of exact size of dressing but thinks it was (B)(4). Does not have the lot number. End user reports contacted the surgeon via telephone, who ordered over the counter benadryl oral and over the counter cortisone cream topical. End user further states, emailed dermatologist, who via telephone discontinued benadryl and ordered over the counter allegra 24 hour twice a day and prescription steroid cream triclimazole topical. End user has been using treatment for three (3) weeks and reports redness almost all gone and itching subsided. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.